Event description:
It was reported that upon interrogation in clinic non sustained right ventricular oversensing (nsrvo) possibly due to artifact or post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming suggestions and monitoring was suggested.

Event description:
New information received notes programming changes were made. There were no patient consequences.